Event description:
Patient was undergoing a CT cystogram. Fluid was instilled into his bladder using his foley catheter. A pop was heard, and the foley catheter came out. Several months later, the patient passed a 3.3 cm foley catheter balloon.